Event description:
It was reported that patient had a worsening or exacerbation of a preexisting condition of interstitial cystitis. Intervention included cystoscopy; follow-up evaluation of bladder; tylox, uribel, cipro on (B)(6) 2011; (B)(6) 2012 lortab 7.5; bladder hydrodistention; transurethral cauterization of trigone on (B)(6) 2013. The patient outcome was noted as ongoing event. Additional information received updated the patient intervention to include (B)(6) 2013 tylox, pyridium. It was noted that the patient had bladder and back pain.

Event description:
Additional information received reported the patient resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v641092, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information changed the outcome from resolved without sequelae to an ongoing event.

Event description:
Additional information received indicated that the event had resolved without sequelae on (B)(6) 2013.